Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source. Further review of the manufacturer's database indicated the patient is deceased and died approximately 3 months after the device system was implanted. The patient's cause of death was reported to be cardiac arrest with a primary cause of ventricular fibrillation and a secondary cause of hypertension.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.